Event description:
The customer alleged a pt rolled over the siderails and fell to the floor. All four siderails were in the up position at the time of the event. The pt hit their head on a table and complained about a head ache as a result of the fail.